Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the procedure when attempting to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) a yellow warning screen popped up saying telemetry was disconnected thus the end session button was clicked. The device was once again attempted to be interrogated but it was not possible, and the device began to beep. Two different wands were used to attempt to interrogate this device, but there was no success interrogating this device. A new device was thus used, and this device was expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the procedure when attempting to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) a yellow warning screen popped up saying telemetry was disconnected thus the end session button was clicked. The device was once again attempted to be interrogated but it was not possible, and the device began to beep. Two different wands were used to attempt to interrogate this device, but there was no success interrogating this device. A new device was thus used, and this device was expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that during the procedure when attempting to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) a yellow warning screen popped up saying telemetry was disconnected thus the end session button was clicked. The device was once again attempted to be interrogated but it was not possible, and the device began to beep. Two different wands were used to attempt to interrogate this device, but there was no success interrogating this device. A new device was thus used, and this device was expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This device was expected to returned. Should the device be returned analysis will be performed and this investigation will be updated.

Event description:
It was reported that during the procedure when attempting to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) a yellow warning screen popped up saying telemetry was disconnected thus the end session button was clicked. The device was once again attempted to be interrogated but it was not possible, and the device began to beep. Two different wands were used to attempt to interrogate this device, but there was no success interrogating this device. A new device was thus used, and this device was expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. Additional testing was conducted to further evaluate the intermittent difficulty encountered with establishing telemetry with this device; the rf wake-up periods were monitored while the device was subjected to varying temperatures. Although there were wake-up periods during this testing that were observed to be within the operational threshold (at least 1.8 milliseconds), most of the wake-up periods measured above room temperature were less than the operational threshold. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD.